Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found. It was noted that the proximal conductor was stretched, the inner insulation was kinked/buckled, the inner tubing was kinked/bucked, there was blood in/on the helix/lobe mechanism, the lead was stretched, and visual analysis revealed that the lead was damaged at implant.

Event description:
It was reported that during the implant procedure after multiple attempts the lead would dislodge. The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.